Event description:
Subsequent to the previously filed medwatch report, returned device analysis revealed that the device was returned with the distal sheath fully retracted (indicating deployment) and the middle and proximal handle halves were returned partially apart and the luer was pushed partially inside the proximal end of the handle. Additional reported information indicates that the device was manipulated by the physician before return to abbott to try to understand the device.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The premature deployment could not be replicated in a testing environment as the stent was returned fully deployed. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that after preparation of a 6x100x80 absolute 35 self-expanding stent system (sess), the stent was observed to be partially, prematurely deployed before introduction into the patient anatomy. The device was not used and another absolute 35 stent system was used successfully to treat the target lesion. There was no reported clinically significant delay in the procedure due to the device issue. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.